Event description:
During the device evaluation, the duodenovideoscope exhibited the distal cover had a slight cut, the distal adhesives separated and scratched, and corrosion present on the body at the extremity of the angulation system. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress to the subject device such as bumping the distal end section of the endoscope or dropping the distal end section was the cause of the reported events. The event can be detected/prevented by the following instructions for use which state: instructions for tjf-150 operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Instructions for tjf-150 operation manual ¿important information ¿ please read before use¿ warnings and cautions: warning. - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.